Event description:
It was reported the subject device had camera head communication error code (e224 and e301) and the stainless part of the connector body wiggles from the plastic composite. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d9, h3. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the device was leaking. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e224 and e301 is due to the unstable connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This issue occurred during inspection for use.